Event description:
While the unit was in use on a pt, the unit generated an "electrical failure code 50" (motor speed out of spec). The pt was switched to another unit and therapy was continued. No pt injury was reported.